Event description:
Information received from a manufacturer representative reported that the patient was admitted to the emergency room on the day prior to the date of this report. The patient had a lumbar and hip MRI and then had surgery. It was noted that they didn't consult with anyone about the patient's system eligibility for a full body MRI. The risks of doing off label MRI and leaving stimulation on during an MRI were reviewed and the manufacturer representative stated that the patient was conscious during the MRI. The patient was currently in surgery at the time of this report. It was noted that the patient was admitted for spinal canal stenosis. It was unknown if the patient had an accident or any kind of trauma. Additional information provided on (B)(6) 2016 from the healthcare provider (hcp) reported that the patient's surgery was required due to a burst fracture. The patient was only 12 days post-op and was to follow up with their hcp after they recovered from surgery. Indications for use are non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.